Event description:
The customer reports about the device and a power failure.

Manufacturer narrative:
(B)(4). The customer reports about the device and a power failure. The field service engineer ordered a power module and replaced it. All tests for the ac module passed and the device was put back into service. There was no reported pt involvement. We will consider this a malfunction of the ac power module that caused the device to not power the device.